Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's event log and patient data files were reviewed and it was confirmed no malfunctions or issues which would impact therapy were logged. The event log indicated the device alarmed for a patient disconnect for approximately 15 minutes on the reported day of the event, (B)(6) 2015. The manufacturer concludes the ventilator did not cause or contribute to the reported event. The patient's back up device was reported on MDR 2518422-2016-00796 for this same event.